Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the suture sleeve was tied-down on lead body 8-10.5 cm from terminal pin. The tie-down suture sleeve was cut/torn through at the front groove; it is unsure if cut/torn due to over-tightening suture or during removal of suture. Coils under the torn suture sleeve slightly parted most likely a result of over-tight of suture; insulation of lead at this location is unharmed. Coils stretched at tip region of lead; stretch caused slight separation of insulation from distal ring. No other damages in insulation observed.

Event description:
Boston scientific received information that the insulation of this right ventricular (rv) lead body was damaged. The rv lead was explanted. No additional adverse patient effects were reported.